Event description:
Pt was revised due to fractured ceramic hip ball.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since release for distribution. The investigation could not verify or identify evidence of product contribution to the reported event. The investigation has identified the 560029 product code as inactive/obsolete since july of 2003. Based on the investigation, the need for corrective action is not indicated.